Event description:
It was reported that during a da vinci-assisted surgical procedure that there was a tone and light, but no energy. The caller stated that the staff was using the vision side cart (vsc) foot pedals to activate a 3rd party bovie tool with monopolar energy. The staff checked the connections and swapped out the energy cables, with no resolve. The intuitive tech support engineer (tse) viewed the system logs and noted multiple energy (m-35 /u-04) related errors. The tse questioned if the staff powered cycle the erbe or the 3rd party bovie tool. The caller stated no. The customer requested that an intuitive field service engineer (fse) follow up and perform a verification on the erbe. The procedure was completed with no reports of patient injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: a backup generator was brought in to complete the procedure. The patient's demographic information was unavailable.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer and was advised that the issue was resolved with intuitive tech support. An intuitive field service engineer followed up with the site and confirmed the correct system serial number and that no further issues occurred with the cautery. No site visit was conducted. The system was working properly, and no additional action was required. The isi technical support engineer (tse) reviewed the system logs during the troubleshooting call. Multiple energy (m-35/u-04) related errors were identified. This complaint is not reportable due to the following: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.